Event description:
We received a report that stated the customer had problems w/a lipofilter that cracked during surgery. (B)(4) was part of a recall that began (B)(6) 2015. Letters were sent via certified mail to all impacted customers, including this customer, (B)(6) medical in (B)(6). The MDR was not originally sent due to the item being part of a recall; however, upon review, it was determined that this should be reported.

Manufacturer narrative:
Since product malfunctioned during surgery, the occurrence was determined to be reportable to the FDA.